Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing. This patient and s-ICD will be reevaluated and remains in service. Additional information is being requested from the field. No adverse patient effects were reported. Additional information obtained, the oversensing was reproducible with arm movement. The physician determined that it was due to pectoral muscle activity.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing. This patient and s-ICD will be reevaluated and remains in service. Additional information is being requested from the field. No adverse patient effects were reported. Additional information was obtained that there were inappropriate shocks due to myopotential oversensing. The noise and oversensing was reproducible with arm movement and the physician determined that it was due to pectoral muscle activity. The vector configuration was reprogrammed and this patient will continue to be monitored. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to complaint summary/b5 information as there were more than one inappropriate shock. This product investigation is still in progress. This report will be updated when product investigation is complete.